Event description:
It was reported that the patient had an increase in seizures which was above pre-vns baseline. Patient had 30 seizures in last 24 hours. It was indicated that patient's device was check a week and a half ago and everything was working fine and the patient was programmed on. Follow up information from the nurse revealed that they interrogated the patient's device and found the generator to be at 0ma and 60 minutes off. Nurse stated that the increase in seizures was directly related to the patient not receiving therapy. She indicated that the patient had moved around during his last visit and the diagnostics had stopped. Upon reviewing the programming history, it was noticed that the site did have a faulty/interrupted system test which caused the patient's settings to change. However, it was noticed that the generator was not turned off but it was set to 1ma and 60 minutes off. Change in patient's settings was directly related to the interrupted system test. Site did not perform the final interrogation after the faulty system test and therefore patient left the office with unintended settings which caused an increase in seizures.

Manufacturer narrative:
Analysis of programming history.